Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing. During evaluation in the office, the patient noted recent tenderness in the pocket area. Noise was reproducible with testing and a high short interval counts (sic) value was noted. There was a single low impedance measurement. It was suspected that the lead was fractured. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Lead failure predictor triggered on (B)(6) 2014 for lead impedance and non-sustained tachycardia (nsts). Rv pace impedance steady at 620 ohms through (B)(6) 2014. Drops out of range (304 ohms) at last impedance measurement on (B)(6) 2014; 229 ventricular short interval counts (v-sic) since last session 1.7 days ago. (B)(4).